Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had stuck button. The customer¿s blood glucose level was 220 mg/dl. Customer stated that they did not press a button down for 3 minutes or longer. The customer advised to revert to backup plan per health care professional instructions. The customer advised to place the pump in storage mode, remove battery, press and hold the back button until the screen turns off. The device will not be returned for analysis.